Manufacturer narrative:
The device was returned to the regional repair center and the customer's allegation was confirmed. In addition, the device evaluation found corrosion on the video connector, corrosion on the scope mount, and a crack on the video connector. Based on the results of the investigation, a definitive root cause could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable was disconnected, approximately 19 centimeters below the connector side boot section of the damaged cable. There were no reports of patient harm.